Event description:
Co2 detector not working. Machine and cannula changed two times each. Also tried turning machine on an off again a few times. Machine still not picking up co2. 9 days earlier - pca pump with end- tidal co2 monitoring channel malfunctioned, and pumps end- tidal co2 channel malfunctioned 3 times and had to be replaced. One day earlier- two separate occasions with two different pumps the etco2 pump alarms "channel error". Tried shutting it completely down and with no fix. Reached out to rapid response for assistance and suggestion they said to change cannula to pt. Which was done and no change in situation. Clinical engineering has had 13 failed etco2 modules removed from service. They have found "fatal error" codes 270.6200 and 270.6500, the fatal error codes then cause a "channel error" in the lvp. Some of the channels fail when turned on, others fail while on patients.